Manufacturer narrative:
On 17 november 2021, fujifilm corporation conducted the root cause investigation at the site to review the reprocessing procedure and sampling procedure. Additionally, the endoscope was also investigated by fujifilm. The evaluation of the device and the reprocessing procedures did not lead to a clear conclusion that the high concern organism was a result of a clinical contamination of the endoscope. There was evidence that the endoscope was cross-contaminated with the environment during the cleaning and / or disinfection processes. Therefore, with an intent to reduce the potential environmental cross-contamination from the endoscope flushing devices and / or the aer, and to reduce the potential of further high concern organism contamination, fujifilm performed training to follow the fujifilm ed-580xt ifus and sgna guidelines for scope storage and using the aer.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable. S1 block g4 indicates that it is a combination product. This is in error. It is not a combination product.

Manufacturer narrative:
A supplemental report will be submitted pending investigation results.

Event description:
On (B)(6) 2021 fujifilm corporation was informed that the subject endoscope was cultured and tested positive for stenotrophomonas maltophilia, pseudomonas aeruginosa, staphylococcus cohnii, brevibacterium luteolum, and micrococcus species (total 25 cfus). The subject unit was sampled and cultured as part of a post-market surveillance activity therefore, no patients were involved or exposed to the endoscope. As per the study protocol, the endoscope was immediately quarantined after initial sampling until culture data were available. Following the positive culture, the endoscope was not clinically reused. There was no death or serious injury associated with this event; this report is being submitted in abundance of caution.